Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the loaner pool. Review of the facts determined that this is a loaner device provided to the customer while their device is being serviced. The loaner did not have the pacing feature, and based on the review of the customer call, it was not communicated. The demand pacemaker feature is not present on all m series devices. Zoll's loaner policy does not indicate that a loaner device will be equivalent to a customer's device. The loaner program is a free of charge optional service that zoll provides based on availability. The customer is ultimately responsible for ensuring devices are deployed clinically based on their internal requirements. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown), the device was uable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.